Event description:
Customer reported fluid leaked from a small hole in the tubing near the upper fitment after starting the infusion. Unknown if the fluid was chemo or a premedication. No patient or staff harm was reported and no medical intervention was required. The customer and user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.